Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: a review of the black box showed the unexplained power on reset event on the date of the complaint. The battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped, and the battery cap was unable to fit to maintain n electrical connection. The reported ¿power¿ complaint was duplicated. The test battery cap was used and able to fit. The ¿ez-prime¿ steps were performed correctly with no further power interruptions during the investigation. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap would not attach, the threads were stripped, the yellow o-ring was visible, and the top was worn. The battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.